Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock system on (B)(6) 2006 to treat her stress urinary incontinence, and vaginal vault prolapse. It was alleged the plaintiff experienced recurrent pelvic pain, chronic physical pain, severe emotional injuries, mental anguish, erosion, and recurrent infection of the tissue around the mesh. On (B)(6) 2011, the plaintiff underwent surgery to remove the mesh as well as vaginal reconstructive surgery.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.